Event description:
Pt admitted for gunshot wound to chest - during post-op course in intesive care unit - his ventilator malfunctioned and completely shut down - pt was manually ventilated with ambu bag until new ventilator was obtained - oxygen sats remained at 99% - no complications to pt from this event.